Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm and no scrolling numbers noted. Insulin pump received with cracked case on display window corners, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 234 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons on the insulin pump were unresponsive. The customer reported that the buttons of the insulin pump kept scrolling while in the process of programming a bolus. The customer was advised that the insulin pump kept scrolling while in the process of programming a bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care providers' instructions. No additional information was provided.